Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited low bipolar sensing. The lead was explanted and replaced during a device upgrade procedure. During the procedure, it was noted that the lead was not fixed well into the atrial tissue. No adverse consequences occurred to the patient.